Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-nov-2021, UDI#: (B)(4) ; product ID: 977a260, serial/lot #:(B)(4), ubd: 22-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the surgeon who put in the implantable neurostimulator did not put the lead in the correct location, so the therapy never worked for the patient to provide relief. The patient will be having an upcoming surgery to get the entire system removed and replaced with a competitor¿s system. There were no further complications reported or anticipated.